Event description:
The retention dome was detached during traction removal. The indwelling period was 135 days. The dome portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. Upon receipt, a partial semi-circular break in the retention dome was observed. A small section of the broken dome is still attached to the feeding tube and reveals a complete bond. The broken section of the retention dome was mated to the feeding tube and reveals a close match. The complainant indicates the complaint sample had been in place for approximately 135 days prior to the complaint incident. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this dome device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Gross visual and microscopic examinations show no evidence of a defect of deformity related to the manufacturing process. A chr of lot #huta0172 showed one other similar product complaint(s) from this lot number (231453).